Manufacturer narrative:
Additional information was provided that the unit of measure was mg/ml.

Manufacturer narrative:
There have been no new occurrences since the water system and instrument were decontaminated. Technical issues with the device were excluded and the device is running within specification. No roche medical device issues were identified. The reagent involved in the event is manufactured by another device manufacturer.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received a questionable gentamicin result for one patient sample. The customer also stated they are seeing imprecision and calibration failures with other assays, but no data was provided. The initial result prior to the patient receiving the dose was 5.25 ug/ml and was reported to the doctor. The sample was repeated and the results were 0.69 ug/ml and 0.62 ug/ml. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. Calibration and qc results were all acceptable prior to the event. The customer stated the analyzer is currently contaminated by the water system. The field service representative was in the process of performing decontamination.